Manufacturer narrative:
(B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11, e1 (initial reporter, event site telephone, event site address, event site city). Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) inspected the unit and confirmed the display abnormality. The fse replaced the upper display monitor cable assembly. During further evaluation, it was determined that the drive manifold assembly was not functioning properly and was also replaced. After completion of the repairs, the unit successfully passed all factory specified safety and performance tests. The unit was then returned to the customer and deemed suitable for clinical use. The failure analysis and testing dept received part number 0012001558 and 0104000031 with a reported unit failure of the display having an abnormal image the drive manifold also wasnt working properly. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070000639 revision r no failures confirmed. Retaining the parts in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) screen was displaying green, indicating that it could not perform counter-pulsation function after automatic inflation. There was no patient harm.